Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to correct previous reports for information inadvertently left out. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility educated or continuously educated its personnel about handling methods. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.). The facility used care when attaching the distal cover, so that it does not crack. They check the scope before starting the procedure using sterile water. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton in a recommended environment (per the IFU.). Reconfirmation of complaint failure. Since the actual product has not been returned, we performed a reproduction check using a representative device (maj-2315/lot: h2311) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device (maj-2315/lot: h2311) against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfies the product standard. Quality evaluation results using mass production prototypes at the development stage during the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use.". Sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications.

Event description:
The following additional information was received: the device was recovered; however, it was discarded. It was observed that the back part of the distal cover had ¿split off.¿ no anti-fog agent was applied to the scope lens. No chemicals were used during the procedure that could adhere to the tip of the scope or the distal cover. It was confirmed that the distal cover was applied correctly; and the user verified it was secure by pulling and twisting the distal cover prior to the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, CAPA (no. CAPA-200735), is currently performing the root cause investigation regarding the falling off of the distal cover. At this time, the likely causes of the distal cover falling off the scope are as follows: 1. The cover was easily removed from the scope due to insufficient attachment to the scope. 2. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ this supplemental report includes new information added to b5. Also, information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Event description:
Addendum mar 15, 2023: the procedure was an endoscopic retrograde cholangiopancreatography (ercp) and change of biliary stent. The distal cover was displaced in the patient mouth and was noted immediately. The scope was used to determine where the cap was misplaced. The patient suffered no ill effects.

Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (tjf-q190v) and (B)(6) (maj-2315). This medwatch is for the patient identifier (B)(6) . The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer to the olympus representative, the device came off the scope during an unknown procedure. The device was retrieved without incident. There is no harm or adverse impact to the patient. There are two associated devices involved in this event, the scope and the distal cap.